Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: material#: 302995, batch#: 4354525. Verbatim: rcc received a complaint via email. Product problem report, product information, product code: 302995, product description: syringe hypo 10cc l/l bx/200 & p52, lot/serial #: (B)(6), expiry date: 2029-11-30. Problem information: product concern ticket number: (B)(4), date of incident: (B)(6) 2025. Concern description: upon inspection of syringe after drawing up medication, a black contaminant was noted sitting on the inside wall of the syringe and protruding at a perpendicular angle. Occurrences: 1 ea. Sample information: incident samples: 0. Representative samples: 0.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Five photos of 10ml luer-lok syringes (part number 302995) were received and evaluated. Each photo shows a single loose syringe with an unknown red needle attached, captured from different angles. A red circle highlights an unidentified black dot on the barrel, but it cannot be determined from the images whether the dot is on the surface, embedded, or inside the barrel. The observed condition is non-conforming per product specifications. The potential root cause of the foreign matter defect could not be determined based solely on the photos. A physical sample is required for a more thorough evaluation and root cause analysis. Furthermore, a device history record review was completed for provided lot number 4354525. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) follow up report for correction. Annex c code was incorrect in the initial MDR. Annex c code should be c14 - patient sample problem. Annex d code was incorrect in the initial MDR. Annex d code should be d15 - cause not established.

Event description:
No additional information was provided.